Event description:
During performance verification testing of the device the manufacturers service technician noted the device failed the backup battery test. The service technician replaced the backup battery to correct the problem. Performance verification testing was completed per operating specifications and passed. Per the ventilator operators manual, the battery operating life may be affected by battery age and the number of times it has been discharged and recharged. Over time the battery will degenerate and will not provide the same amount of operating time per charge that is available from a fully charged new battery.